Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected a high out-of-range shock impedance measurement on the right ventricular (rv) lead. No adverse patient effects were reported. The ICD and rv lead remain implanted and in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected a high out-of-range shock impedance measurement on the right ventricular (rv) lead. No adverse patient effects were reported. The ICD and rv lead remain implanted and in service. Additional information received indicates technical services (ts) was contacted during in-hospital troubleshooting. Provocative maneuvers were performed and were unremarkable. Ts recommended commanded shocks to test lead integrity. Induction testing was performed, and a 41 joule shock was delivered with out-of-range impedance resulting in code 1005, which is indicative of shock impedance greater than 145 ohms (the ventricular fibrillation was terminated with external defibrillation). Subsequently, the patient underwent a revision procedure a few days later, and a new ICD system was implanted (the existing rv lead was surgically capped/abandoned, and the ICD was explanted and replaced). No additional adverse patient effects were reported. Device return is not expected.